Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an implantable neurostimulator for urge incontinence. It was reported that the device was not working. They stated they changed the programs and turned the external neurostimulator off multiple times. During the call, the trial patient was asked to remove the batteries and replace them. After doing so, the device started working. More information was received from trial patient reporting that the antibiotics and pain medication they were given have caused them to be constipated. And that they were still sore near their incision site. Moreover, at times, they could feel the lead move. On (B)(6) 2018 trial patient further stated that they felt a spark/shock in their leg when grocery shopping on (B)(6) 2018. They were unsure what the cause was but felt as though the lead may have come loose. No further complications were reported.